Event description:
It was reported that the patient presented in the emergency room with lead noise. Non-sustained oversensing was seen on diagnostic report. The noise was not reproducible. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.